Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had transposed the blood glucose (bg) value and carbohydrates amounts when entering values into the pump. Reportedly, the customer accidentally programmed a blood glucose (bg) value of 183 (mg/dl) into the carbohydrates section of the bolus screen, and delivered a bolus based on the incorrect entry. Blood glucose level was 95 mg/dl. The customer reported that carbohydrates was consumed to prevent an adverse event.